Event description:
It was reported that after a device replacement the lead began causing stimulation on the left side when the patient was lying down. The lead, which is part of the system longevity study, was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.